Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reports while drawing blood cultures in the ed, the rubber stopper covering the needle becomes lodged in the blood culture bottle. When this occurs, the transfer device leaks blood onto the patient, the nurse and the bed linen because it is attached to the piv (peripheral IV). No patient harm or medical intervention was reported. No further patient/event information.